Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. This is the 1st of 2 occurrences. The following information was provided by the initial reporter: bag 3 went up on sat 7-9-22, leak noticed.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with this complaint. A device history review could not be completed as no batch number was provided. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. This is the 1st of 2 occurrences. The following information was provided by the initial reporter: bag 3 went up on sat 7-9-22, leak noticed.